Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., related 510k number: k031216. Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture showing 24 boxes of product with the label cut in the below part. This defect was caused by the printing station in the labeling step, the printing started too low on the label and thus the part at the bottom of the label was not printed. Batch manufacturing record: reviewed the batch manufacturing record, this product had incidences not related to this issue, and the results before releasing the product fulfilled b. Braun surgical requirements. Conclusion root cause analysis: the label, being considerably shorter than the width of the machine and therefore the rollers, causes uneven pressure and occasionally causes the rollers to slip, resulting in printing errors due to the label not being properly pulled in. Final conclusion: considering that the pictures received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Corrective actions: pending to check with supplier preventive actions: reinforce the maintenance of the labeling machine.

Event description:
It was reported an issue with monoment max suture. The client (veterinarian) reported that the lot number and expiration date was missing in the box label. There is no patient involvement.